Event description:
It was reported that a data error alert 4 occurred after the pump ship date. The customer's blood glucose level was 210 mg/dl, which was within the normal range. Technical support informed the customer that some history logs might have been erased, but they reassured that insulin therapy was unaffected. The customer understood and continued using the pump for therapy.